Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level of 409 mg/dl. Customer was treated with fluids and manual insulin injections. At the time of the report with tandem technical support a hospital release date was not provided. Reportedly, intermittent occlusion alarms occurred. The pump supplies were changed to address the issue. The customer reverted to manual injections for insulin therapy. Multiple attempts were made to follow up on the reported issue; however, a response was not received.